Manufacturer narrative:
Findings: unit passed self test, displacement test, basic occlusion test and error test. However, unable to prime unit during prime test due to faulty sensor resistor. No motor error or error alarms were noted. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with intermittent esc and act button due to flattened dome switches. No unlocked lcd keypad connector. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the alarm could not be cleared and the pump was unable to complete the rewind process. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.